Manufacturer narrative:
Product event summary: one (1) pump and controller with unknown serial numbers were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue and the device serial numbers were unknown. Review of the controller log files could not be conducted since log files were not available. As a result, the reported event could not be confirmed. A possible root cause of the loss of power and subsequent vad stopped event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: d1: heartware ventricular assist system - controller d4: model#: / catalog#: / expiration date: / serial or lot#: d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. This event was reported in the q1 2025 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that log files data showed a controller loss of power and a subsequent ventricular assist device (vad) stoppage. It was reported that the patient had slept on the wires and disconnected a power source. The controller was exchanged. No patient complications have been reported as a result of this event. This event was reported in the q1 2025 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.